Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same product ID, same product problem, same user facility, different product lot codes). Item was identified as cracked. The product was not in contact with the patient and there was no patient injury or death alleged. The event did not lead to an increase in surgery time. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review. Complaint trend. Visual inspection. Results: the DHR review for items with lot code 114 (manufactured on the second quarter of 2014) shows that the lot passed all necessary inspection points. No abnormalities relate to reported incident did not find nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Service history: date of service: 07.30.2014. A two year look back for this reported failure and or related to "cracked" for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Visual inspection: during investigation we observed the following: lot114. A-2101: base-handle is broken; a-1018: nylon washer and retaining rings damaged; base unit handle is cracked. Upon inspection, the casting of the base handle assembly (41a1498) was cracked at the shock cushion slotted area. There were nicks and scratches found on the surfaces of the bores on the handle. Also, the handle showed signs of extreme wear throughout; particularly on its linkages. Conclusion: in summary, engineering and repairs were able to verify the customer complaint. The root cause cannot be 100% attributed at this time. There is a chance that it could be a combination of wear and tear and clamping the lever down in the handle continuously.